Event description:
Information received indicates the nurse call is not working.

Manufacturer narrative:
The technician found the metal ring broken on the 37 pin on the communication cable. The technician replaced the cable to repair the bed.